Event description:
It was reported that the patient hit the implant site and developed a large wound over the device and subsequently the device was exposed. The device was explanted and replaced to avoid any possible infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed and no anomalies were found. (B)(4).